Event description:
It was reported that during procedure using the quantum 2 system, the setting on the controller would not change. The procedure was completed using a competitor's product. There was no significant delay and there were no reported pt complications as a result of this event.